Event description:
Caller tested 2.4 inr on the coaguchek s system while a comparison lab returned as 1.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported that during a stenting treatment procedure, a hole in the balloon occurred. The lesion was located in the severely tortuous common iliac artery. The physician advanced the 8.0-20,80cm wanda balloon to the lesion and was unable to inflate the balloon, possibly due to a hole on the balloon material. The procedure was completed with another 8.0-20,80cm wanda balloon and the deployment of a non-bsc stent. No complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The event occurred in (B)(6).